Event description:
Allegedly revised due to nonunion.

Manufacturer narrative:
Conclusion: product did not contribute to event. The product was visually examined. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 601160879. The device history record was reviewed and product was manufactured to specifications and met all acceptance/inspection criteria. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.